Manufacturer narrative:
An event of device related thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted into the patient. On an unknown date in march 2023, a device related thrombus was found by transesophageal echocardiogram (tee). The thrombus was sessility in a low echo density area. Medication has been prescribed. The patient is reported to be stable.